Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2013; 5076-52 lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device reached eri (elective replacement indicator) after one year. It was also reported that there was high lv (left ventricular) threshold, with output having been programmed to maximum. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The lv lead was capped and replaced about nine months later.